Event description:
Report received of approx six undocumented incidents of balloon ruptures while in pt use. No specific pt info was provided, but it was reported that adult pts in the ICU had thermodilution catheters placed. After approx 48 hours, the clinician was no longer able to get wedge pressure readings. The catheters were then removed and replaced. Upon removal there were no obvious balloon defects noted, but it was reported that the catheters were not closely examined after removal. There were no reported adverse pt effects. Additional pt info was requested, but no further info was provided.